Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that extension set does not connect correctly to the closed system drug transfer device (cstd) phaseal optima. It was then noted that disconnections and leaks have occurred while infusing chemotherapy blinatumomab. Phaseal optima was removed from the tubing set-up and infusion was continued with no further issues. There was no patient harm and there was no harm to healthcare provider.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that extension set does not connect correctly to the closed system drug transfer device (cstd) phaseal optima. It was then noted that disconnections and leaks have occurred while infusing chemotherapy blinatumomab. Phaseal optima was removed from the tubing set-up and infusion was continued. There was no patient harm.